Event description:
It was reported to medtronic minimed that the customer reported high blood glucose, and the pump is not working at the time. The customer reported a blood glucose value of 700 mg/dl. The customer reported hyperglycemia, and diabetic ketoacidosis was treated with an IV insulin drip (intravenous insulin infusion), discontinued use of the insulin delivery system, and hospitalization. The customer reported the symptoms of malaise, fatigue, extremity pain/cramps, vomiting, nausea, and diarrhea were treated with hospitalization. The event involved products mmt-1884, mmt-342, and mmt-431ak. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was not used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-342, and mmt-431ak.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported high blood glucose, and the pump is not working at the time. The customer reported a blood glucose value of 700 mg/dl. The customer reported hyperglycemia, and diabetic ketoacidosis was treated with an IV insulin drip (intravenous insulin infusion), discontinued use of the insulin delivery system, and ER visit. The customer reported the symptoms of malaise, fatigue, extremity pain/cramps, vomiting, nausea, and diarrhea were treated with hospitalization. The event involved products mmt-1884, mmt-342, and mmt-431ak. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was not used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-342, and mmt-431ak.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b2 - un checked box for "hospitalization - initial or prolonged". 2. Section b3 - date of event has been changed from 21-may-2025 to 22-may-2025. 3. Section b5 - updated the summary. 4. Section h6 - replaced health effect - impact code 4614 in place of 4607 for health effect - clinical codes 1905, 2364, 2359, 1849, 1994, 4521, 2144, 1970 & 1811. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.